Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the male luer lock that attaches to the IV catheter hub will not seal appropriately and leaks during patient use. There was no report of patient harm.